Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported issue is most likely due to wear and tear in connection with improper handling. The cable may be damaged by strong mechanical stress occurring from regular use, for example by kinking the cable, winding it in a radius that is too small or by pulling on the cable instead of the plug. This may cause individual or all wires in the cable to break, which may result in the described error pattern. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monopolar cable of the electrosurgical generator sparked and caught on fire. The issue occurred during a therapeutic, transurethral resection of the prostate (turp) procedure. The procedure was completed using a similar device. There were no reports of patient harm.